Event description:
Customer thought reading was 440 mg/dl on his locked freestyle meter and increased his insulin by 4 units (8 units given). It was then discovered the unit of measure was reading in mmol/l. The customer did not report any symptoms, diagnosis or require third-party medical intervention as a result of the increased dose of insulin.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is operable. Customers and retailers have been informed through the adc fa16may2006 letter.